Manufacturer narrative:
Investigation summary. Investigation flow: damage. Visual inspection: the depth gauge f/long-scr ø3.5 meas-range (p/n: 319.090; lot#2285747)was returned and received at us cq. Upon visual inspection, the slider assembly component was received with a lot number: 2285143 etched on it, it was also observed that the tip of the measuring hook was bent and deformed. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Service and repair evaluation: the customer reported that hook is bent. The repair technician reported that the probe is bent. Bent is the reason for repair. The cause of the issue is bent. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Depth gauge for long screws 03.5 mm: se_490644, rev. B/a (lot # l928081), d0000930 version 03 scala body, complete: se_490497, rev. A (current), d0000928 version 03 measuring hook: se_490537, rev. A (current), d0000921 version 01 sleeve, complete: d0000851 version 00 (manuf). Complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the depth gauge f/long-scr dia 3.5 meas-range as the measuring hook was bent. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 319.090, lot: 2285747 . Manufacturing site: bettlach: release to warehouse date: 16. Aug. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 319.090.500. Lot: 2285143 manufacturing .site: bettlach: release to warehouse date: 09. Aug. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the depth gauge did not perform as intended. The hook was found to be bent. The customer had the device for a long time and it was in need of replacement. There was no surgical delay. The procedure was successfully completed using another like product. There was no patient consequence. This report is for one (1) depth gauge for small screws. This is report 1 of 1 for (B)(4)..